Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the integrated electrosurgical unit (iesu) was giving errors when trying to activate the monopolar energy. The customer had switched the instruments along the energy cords and power cycled the system prior to calling. However, the error still occurred. The customer was not sure if they had an external force triad generator or instrument activation cable. The customer had an extra vision side cart (vsc) that was not in use. The customer confirmed that the vsc had the same system software. The customer powered the system off, connected the new vsc, and restarted the system. The customer redocked the system and resumed the procedure with the other vsc/iesu. The procedure was converted to another da vinci surgical system with no reported injury. Isi obtained the following additional information based on a follow-up: the system functionality was checked upon powering the system on. The system initially powered on without errors. The customer powered the system on and off and changed the green cords along with the instruments. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error c-34 in the integrated electrosurgical unit (iesu) error logs. The fse replaced the iesu to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure (error c-34 on start) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis.